Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump shuts down after being pressed. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to contact their doctor for a replacement pump. No further details provided.